Event description:
It was reported that the stent was dislodged from the delivery catheter during an attempt to advance it through a lesion in the circumflex artery. This occurred after another co's stent system was also unsuccessful in passing the lesion. Resistance was felt upon advancing the multi-link system, at the level of the left main and tip of the guide catheter. The catheter was removed with force through the guide catheter (contrary to the technique described in the ifus). At this time it was noted that the stent was missing from the delivery catheter. Attempts to snare the stent in the left main were unsuccessful. The pt was sent for triple vessel bypass surgery.